Event description:
Customer has used a saalt cup since (B)(6) 2018. On (B)(6) 2020, she went to remove her cup and dislodged her iud. The customer noted that when she noticed it dislodged, it was extremely painful and the iud and strings seemed to be poking her vaginal walls. Her vagina was swollen and bleeding as a result. She did not visit the doctor until (B)(6) 2020 and was sent to the emergency room to have it fully removed. Customer noted she did not know iud expulsion was possible by wearing the cup (this is noted on our website in faqs where we mention the importance of breaking the seal to prevent dislodging). The customer's iud strings were cut short prior to using the cup. The device was not returned for evaluation. The reported event is addressed in the labeling. There were no deviations, errors, omissions, or non-conformities that were noted to be associated with the reported device. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."